Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. The valve clip, from packaging, was still attached to the valve when returned. Under magnification, there were small voids in the trace pads and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 28 ohms (blue), 8.8 ohms (blue with white stripe), 16 ohms (red), and 8.5 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the device including bending each trace near the clamp shell. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, after connecting to the interface, the impedance of 2ch is cleared, but 1ch is not. When it was replaced with a new product, both could be cleared without any problems. The anesthesiologist and otolaryngologist mutually confirmed the placement location, and when the second tube was connected to the patient interface after placement, only the blue cable could not clear the electro check. The connection region was checked, but it did not improve, and the red one could pass the electro check, so only the blue cable was suspected to have disconnection. The device was intubated using a videoscope during thyroid surgery. The reported product was continued to be used and the procedure was completed. There was no patient impact in this event.